Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, although a specific date for when this specific low bg event occurred was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.